Event description:
It was reported that the patient presented in the clinic for the routine follow up. Upon interrogation, the pacemaker exhibited backup vvi operation. The patient had recently received radiation therapy and the device had several month longevity when it was checked on (B)(6) 2017. On (B)(6) 2017, the device was explanted and a new device was implanted successfully. The patient was stable throughout the whole event.